Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
T was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2024. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The pd culture was positive for klebsiella pneumoniae. The information related to antibiotic therapy was not provided. The cause of the peritonitis is unknown. The pdrn stated there was no specific allegation the adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained hospitalized as of (B)(6) 2024. No further information was available during the follow-up and attempts to obtain additional details were unsuccessful.

Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2024. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The pd culture was positive for klebsiella pneumoniae. The information related to antibiotic therapy was not provided. The cause of the peritonitis is unknown. The pdrn stated there was no specific allegation the adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained hospitalized as of (B)(6) 2024. No further information was available during the follow-up and attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: here is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation to show a causal relationship between the liberty select cycler and cycler set and the patient¿s adverse event. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect. Although the cause of the peritonitis is unknown, the culture result of klebsiella pneumoniae suggests a possible breach in aseptic technique. This organism belongs to the normal flora of the human mouth and intestine and infections occur primarily in patients with impaired host defenses. Based on the limited information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
T was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2024. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was hospitalized on (B)(6) 2024 with a diagnosis of peritonitis. The pd culture was positive for klebsiella pneumoniae. The information related to antibiotic therapy was not provided. The cause of the peritonitis is unknown. The pdrn stated there was no specific allegation the adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remained hospitalized as of (B)(6) 2024. No further information was available during the follow-up and attempts to obtain additional details were unsuccessful.